Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer sent a photo for investigation. A photo inspection revealed a partially retracted needle on a used device. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6265006. Conclusion: although the photo showed the customer's reported defect, without a sample an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in. Failed to completely retract during use. There was no report of injury or medical intervention.